Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 12/11/2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a (B)(6) female presenting symptoms of hallucination, delusional thinking, & dementia. There was no additional patient information available at the time of this report. The customer states that return product is available for investigation. Date: (B)(6) 2017: (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/09/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Returned cartridge testing met the acceptance criteria outlined in appendix 1 of (B)(4) rev. Ac (product complaint level 2 and level 3 investigation procedure). The test results for the retained cartridges met the acceptance criteria found in (B)(4), appendix 1- product complaint level 2 and level 3 investigation procedure for suppressed results and points outside total allowable error (ea) for all analytes except ica. This is a previously identified deficiency and is being investigated under (B)(4).

Event description:
Na.